Event description:
Event description guidant received information that the implanted bipolar lead was observed to have impedance measurements greater than 2500 ohms. The lead remains implanted pending physician evaluation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Guidant (now boston scientific) received information in (B)(6) 2003 that this right ventricular (rv) defibrillation lead was observed to have impedance measurements greater than 2500 ohms. The lead remained implanted pending physician evaluation. The patient was presented to the electrophysiology (ep) laboratory and device-based testing demonstrated normal shock and pacing impedance. The physician elected to monitor impedance measurements at that time. The lead system remained in-service. Subsequently, boston scientific received information from an implant form that this patient was presented to the ep laboratory in (B)(6) 2011 for an elective replacement of the device. The pocket was opened and the physician reported that the distal high-voltage (hv) terminal pin came out of the header port as the device was being removed from the pocket. The local representative contacted technical services to report that upon inspection, the set screws had been found to be tighten. The replacement device was attached to the chronic rv defibrillation lead without incident. Adequate defibrillation thresholds were obtained with the replacement device.